Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheters were leaking a couple of months ago. It was mentioned that this had continued to be an issue on 100% of their patients that received a foley. Nurses had tried to replace the catheters, and the new ones would leak too, and it was frustrating because they could not keep accurate track of urine output when the catheters leak, and a lot of fluid end up in the bed. User stated that this was an ongoing issue that they had been dealing with for about 6 months or longer.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bad fit with shaft". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters were leaking a couple of months ago. It was mentioned that this had continued to be an issue on 100% of their patients that received a foley. Nurses had tried to replace the catheters, and the new ones would leak too, and it was frustrating because they could not keep accurate track of urine output when the catheters leak, and a lot of fluid end up in the bed. User stated that this was an ongoing issue that they had been dealing with for about 6 months or longer.